Event description:
It was reported that the patient underwent a successful indirect decompression (ID) spacer implant at l3-4 lumbar vertebrae. However, the patient then had an aborted procedure for the spacer that was supposed to be implanted at l4-5 lumbar vertebrae due to concerns from anesthesia. It was noted that the concerns were not device-related. The spacer was discarded per hospital policy.